Event description:
It was reported, the camera head had a distorted image. There were horizontal lines/interferences due to vibration on the camera head. The issue occurred during preparation for use before an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Three attempts were performed to obtain additional information, but no response was received from the customer. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head had a distorted image. There were horizontal lines/interferences due to vibration on the camera head. The issue occurred during preparation for use before an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: due to disconnection in the camera unit, the endoscopic image could not be displayed. The most probable cause of the complaint is component failure, without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.